Event description:
Boston scientific received information that the device and this right ventricular (rv) lead displayed increased and out of range pacing impedance measurements. A revision procedure was performed. The device was explanted and the rv lead was surgically abandoned. No adverse patient effects were reported during the procedure.

Manufacturer narrative:
(B)(4). As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.